Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "problems with lymph nodes" and "leaking" of a silicone device. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog. Observed rupture in the device on posterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side "problems with lymph nodes" and "leaking" of a silicone device. Device has been explanted.